Event description:
The complainant reported the patient was on impella cp for hemodynamic support due to pulmonary edema. While on support, suction alarms were noted. The physician was suggested an impella rp but wanted to wait and assess the patient in the morning. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.